Manufacturer narrative:
Actual device was returned and evaluated. Hardness testing was performed. After testing, results met specification. No failure was detected, device operated within specification.

Event description:
Blade broke in half inside of pt's shoulder joint. Retained piece of blade retrieved under fluoroscopy by surgeon.